Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation of the farawave procedure the physician notice that flushing port is damage. A few attempts to flush the farawave catheter were unsuccessful. A new catheter was used to complete the procedure. No patient complications occurred. The device is not expected to be return and was retained by the customer.